Event description:
Related manufacturer report number: 3006705815-2023-00940. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. As a result, the patient underwent surgical intervention during which only the ipg was explanted.